Event description:
It was reported "during incoming inspection found foreign substance in package."

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. It was further reported the product was not used. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4). Issue occurred on 13 separate cases. A separate 3500a form has been completed for the other 12 cases. Note: the actual date of event is unknown, so the date used was the date convatec became aware.